Manufacturer narrative:
The insulin pump was pump unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The pump had a scratched display window, cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 259 mg/dl. The customer states the insulin squirted out, during manual prime. The customer was disconnected during prime. The piston continues to move forward after reservoir contact. The customer states they did not receive a second series of beeps, nor did the numbers appear on the screen. The customer states they are unable to exit the prime, even after a set change. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.